Event description:
The physician reports that a patient underwent cataract surgery with implantation of the crystalens in the left eye. One month postoperatively, the patient noticed a decrease in distance vision. Upon examination, the optic was tilted secondary to capsular contraction syndrome. A yag procedure was performed, however, the lens optic remains vaulted. The patient's bcva as recently in 2009 was 20/30, j3 with mrse of -2.50 -1.00 x 150. The preoperative bcva and mrse were not provided for comparison.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.